Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified circumflex artery. A 10mmx2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when it was inflated in the lesion. The procedure was completed with a different device. No patient complications were reported. Investigation completed. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied. Liquid was then observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified circumflex artery. A 10mmx2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when it was inflated in the lesion. The procedure was completed with a different device. No patient complications were reported.